Event description:
It was reported to MFR that the serial adapter cable connection into the hand held computer was loose. The physician stated that the adapter cable had to be held in place at the hand held in order for the device to function properly. The site requested a new serial adapter cable be sent to replace the non working one. The suspect cable has been returned to MFR and is pending the analysis findings.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.